Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness, capsular contracture, lymphadenopathy, seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast reconstruction with two 650cc mentor memorygel breast implants experienced postoperative bilateral grade IV capsular contracture, bilateral lymphadenopathy, right-sided late onset seroma, and suffered several unexplained systemic symptoms, including joint pain, muscle pain, skin dryness, exhaustion and chronic pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. MRI performed a few months ago indicated the seroma fluid buildup. The fluid was tested, and the pathology result came back cd30 negative. However, the lymph nodes tested positive for foreign body cells. As a result, the patient underwent removal without replacement on (B)(6) 2019. This report is for the right prosthesis.